Event description:
It was reported that during home patient (hp) use the minicap had cracked causing a leak. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number ps42p3 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the picture of the requested sample a crack was observed on the minicap. The manufacturing process was reviewed and no potential factors were found that could have caused the reported issue. It was determined that the minicap had left the manufacturing facility meeting all specifications. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.